Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3587a25, lot# n305757, implanted: (B)(6) 2012, product type lead; product ID 3587a25, lot# n305756, implanted: (B)(6) 2012, product type lead; product ID 3587a25, lot# n305756, implanted: (B)(6) 2012, product type lead; product ID 3587a25, lot# n305755, implanted: (B)(6) 2012, product type lead; product ID 37744, serial# (B)(4), product type programmer, patient; product ID 3708240, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3708240, serial# (B)(4), implanted: (B)(6) 2012, product type extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient believed the stimulator in his chest had rotated partially toward his stomach and pulled the leads from their position. The patient reportedly had '16 wires' placed on top of his brain. The patient stated that the migration bothered him and that it felt like the leads had crossed over one another on top of his collar bone. It felt as if there was pulling on his neck to the right. This was stated to have occurred after implant. The patient had not seen a physician to have the suspected migration confirmed. Additional information was requested; if received, a follow up report will be sent.